Manufacturer narrative:
Of note, per the instructions for use (9650-0912-01 rev. U) of the zoll device listed in medwatch (B)(4), "do not user series products in the presence of oxygen-rich atmospheres, flammable anesthetics, or other flammable agents (such as gasoline). Using the unit in such environments might cause an explosion."

Event description:
Per the user facility as reported on medwatch (B)(4), a transesophageal echocardiogram (tee) with cardioversion was performed on a patient. The tee portion of the procedure was completed and tee probe removed. The patient was receiving supplemental oxygen (o2) to patient with an o2 face mask. Cardioversion at 200 joules was performed. At this point, a spark was noted in the area of the defibrillator pads. After the cardioversion, a yellow/orange glow was noted with rapid development of a flame emanating from the patient's chest and neck area. The sonographer heard a pop during the cardioversion and saw a flash followed by flames coming out of the mask. The linens then caught on fire. Oxygen was immediately removed by the anesthesiologist. The sonographer put the fire out with a towel. Water was poured onto the chest and neck region. The patient was assessed with 2nd degree burns noted on the chest and neck. The patient was sent to the emergency department followed by a transfer to a burn center for evaluation and treatment of the burns. This included admission to the burn unit and a surgical preparation followed by an application of skin substitute to the neck and chest. The patient was not noted to have any other injury than the 2nd degree burns to the chest and neck. No further information was available from the user facility.